Event description:
It was reported when backflow is checked in PICC it only sucks air. Shows that they are a hole right at the wing. PICC is removed. The event resulted in extravasation. There were no suitable vessels to place the new PICC catheter in, treatment given peripherally until a venport can be placed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed; however the exact cause is unknown. The product returned for evaluation was one 4 fr single lumen powerpicc solo. An initial visual observation showed use residue on the catheter. A microscopic observation revealed a circumferential split in the catheter tubing just distal to the molded joint. The fracture surfaces of the spilt were observed to be rough and uneven with many micro fractures/tears. Discoloration of the catheter material was also observed around the area of the split. While the exact cause of the split in the returned catheter could not be determined, possible contributing factors include exposure to incompatible chemicals, material fatigue, and/or excessive tensile (pulling) forces. This complaint will be recorded for future trending and monitoring purposes.